Event description:
Event description guidant received information that this transvenous defibrillation lead was scheduled for revision. There was no sensing or pacing capture at maximum outputs. This implantable cardioverter defibrillator (ICD) was not pacing appropriately and could not pick up any r-waves. A guidant technical services consultant discussed turning off pacing and performing clinical monitoring of the patient until the lead revision procedure. Since the device was not able to sense, it would likely not detect vt or vf. An x-ray to verify lead position was also recommended.